Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 415 mg/dl. They had a stomach ache and noticed that their blood glucose was high. They did not know why they had a high blood glucose. They treated the high blood glucose with a bolus from the insulin pump. The customer also reported that they would sometimes get a bent cannula causing their blood glucose to go high. They would change the infusion sets to bring the blood glucose down. The device will not be returned for analysis.